Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a tubing was cut during another surgery, resulting in patient incontinence. All the components were removed and a new aus was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.